Event description:
It was reported that information was received regarding a patient with an implantable neurostimulator (ins). An impedance check showed that contact 9 was off, and significant twisting and rotations of the extensions were observed. Surgical intervention was performed, during which the extension was replaced and reconnected with the existing lead, resulting in normal impedance. The issue was reported to be resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024.; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was ins migration. The patient went to neurosurgery clinic urgently because their left ins was close to the skin surface and moved freely inside chest when the patient rolls over while lying down. However, the device was functioning normally. During routine device interrogation on 2026-jan-09, there were high impedances - monopolar contact 0 (>5k) and bipolar contacts 0,3; 0,2c; 0,2b; 0,2a; 0,1c; 0,1b (>10k). However, the high impedances were not currently impacting the patient's programming. The doctor stated no surgical intervention warranted at this time. The issues remain unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that impedance values were high and 10k bipolar and >5 in monopolar review. It is unknown to why and how the extensions twisted.

Event description:
It was reported that an impedance check showed that contact 9 was off, and significant twisting and rotations of the extensions were observed. Surgical intervention was performed, during which the extension was replaced and reconnected with the existing lead, resulting in normal impedance. The issue was reported to be resolved. Additional information was received reporting that the impedance values were high 10k bipolar and >5 in monopolar review. It is unknown to why and how the extensions twisted. Additional information was received from the clinical site on (B)(6) reporting that while the patient was getting another manufacturer's dbs system placed, they decided to get their medtronic implantable neurostimulator (ins) replaced as well. During the procedure, device interrogation showed low impedances on the right side and additional testing showed the right extension was malfunctioning, so it was replaced on (B)(6) 2025. The issue resolved without sequelae. Additional information was received from the clinical site correcting the report made on (B)(6). The updated information reports that the patient began noticing their ins moving in their left chest more freely about a month ago. They also developed chest pain and worsening of tremors. Left ins impedance check revealed high impedance on the right vim electrode at contact 9b and multiple intersections along 9b. This suggested extension damage so surgery was scheduled. In clinic, the patient had resting, postural, and action tremor of the left upper extremity. During surgery on (B)(6) 2025, it was determined the right extension was malfunctioning, and the right electrode was working just fine. Right extension was removed and replaced.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID b3300542m serial# (B)(6) implanted: (B)(6) 2024 product type lead additional review indicates that information from manufacturer¿s report #3004209178-2025-10330 was already reported in this report (#3004209178-2025-09632). Any additional information regarding this event will be submitted as a supplemental submission to this report 3004209178-2025-09632. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.